Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on anterior assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, left side deflation. Device was explanted.